Event description:
It was reported to boston scientific corporation that during a percutaneous nephrolithotomy with polaris ultra ureteral stent placement procedure, when the physician was placing the catheter and the stent, the suture became wrapped around the stent and tore the loop of the stent. The physician removed the stent and the detached portion and completed the procedure with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Manufacturer narrative:
(B)(4).